Event description:
It was reported that the blade separated. A 15mm x 3.50mm wolverine coronary cutting balloon was selected for angioplasty. It was observed that the stylet could not be removed independently; its removal caused the blade to detach from the balloon. There were no patient complications. It was further reported that it occurred outside the patient.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that the blade separated. A 15mm x 3.50mm wolverine coronary cutting balloon was selected for angioplasty. It was observed that the stylet could not be removed independently; its removal caused the blade to detach from the balloon. There were no patient complications.